Event description:
It was reported that an implantable cardioverter defibrillator was unable to be interrogated. The device was returned and would not be used for implant. No adverse consequences were reported.

Manufacturer narrative:
Correction: b1: field should reflect product problem. Correction: d6a: field should not be populated due to issue noted at implant. Correction: d6b: field should not be populated due to issue noted at implant.

Manufacturer narrative:
The reported event of failure to interrogate could not be confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. The reported event of error message on the programmer upon interrogation was confirmed. The error message was due to the detection of high current consumption in the device. Analysis of device image found the device was drawing high current. Electrical testing confirmed high current drain from the hybrid. The cause of the high current was found to be a hybrid anomaly.

Event description:
New information received notes that the inability to interrogate was noted on the programmer after bluetooth pairing. No patient was involved with the malfunction.

Manufacturer narrative:
Correction: h11: field should include the following statement: device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.